Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.